Event description:
It was reported to philips that intermittently the wired foot switch could not emit x-ray.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure and the procedure got delayed and completed by repeating the procedure. The field service engineer (fse) visited system onsite and upon troubleshooting, confirmed that the wired footswitch was defective. To resolve the issue, the fse replaced the wired footswitch, and the defective part was returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the wired footswitch failure. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.